Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, full height cubie drawer 5 failed. The user tried to recover the drawer it displayed a message stating 'requires maintenance'. The customer stated that this malfunction occurred while dispensing the medication and they were unable to issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the full-height cubie drawer had failed and required maintenance. The field service engineer remotely assisted the customer, who successfully recovered the drawer before the onsite visit. During the onsite inspection, the fse found no rail damage and noted that a possibly unseated cubie may have caused the issue. Therefore, the fix was performed by the customer, while the fse provided assistance and verification. The system functioned as intended after the field service engineer completed the investigation.